Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for their blood glucose. The customer also reported the insulin pump was not delivering insulin like it should. Troubleshooting was not performed on the insulin pump. The insulin pump will not be returned for analysis.